Event description:
Our affiliate is reporting that during an arthroscopic meniscal repair, while attempting to deploy a mitek rapidlok meniscal fastener; the silicone device retention tubing, the suture and the fastener fell off of the inserter into the joint. The surgeon was not able to retrieve the devices from the body, however, the surgeon used another same type device to complete the repair successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.